Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect tacrolimus results which included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The complaint review did not identify an increase in complaint activity related to the falsely elevated results. Trending review determined no trends were identified for the reagent related to the issue. Accuracy testing was performed using an internal tacrolimus panel which mimic patient samples was tested with a retained kit of the reagent lot 14029m800. All specifications were met indicating that the lot is performing acceptably. Device history record review on lot 14029m800 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tacrolimus reagent lot 14029m800 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier : sid (B)(6).

Event description:
The customer reported falsely elevated architect tacrolimus results for a patient. The following data was provided (reference range = 2 ¿ 30 ng/ml): on (B)(6) 2020 sid (B)(6) = initial result = > 30.0 ng/ml, dilution 1:2 result = > 60.0 ng/ml, dilution 1:3 result = > 90.0 ng/ml, dilution 1:4 result = >120.0 ng/ml, dilution 1:7 result = 148.2 ng/ml, dilution 1:10 result = 154.1 ng/ml; new blood collection of patient = result = approx. 15 ng/ml there was no impact to patient management reported.